Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caretaker. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized and was discharged after 6 days. The patient was treated with vancomycin (1g, every 3 days, intravenous, ongoing) and ceftazidime injection (1g, twice a day, intravenous, discontinued within 6 days) and again ceftazidime injection (1g, twice a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that antibiotic treatment was discontinued and on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.